Manufacturer narrative:
A review of the device history records indicate packs were manufactured and accepted into final stock with no reported discrepancies. There has been no other event reported for the manufacturing lot. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a left total hip arthroplasty on (B)(6) 2009 where she was implanted with a competitor hip resurfacing system. It is further alleged that her hip system failed and required revision of the femoral and tibial components on (B)(6) 2016. Update 10-aug-2018: legal department confirmed that the only stryker product involved in this event is simplex bone cement. The mention of tibial component was confirmed to be an error. On (B)(6) 2018- legal department confirmed that the patient did not have a knee surgery nor any stryker knee implant.